Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7071985.

Event description:
It was reported that the patient experienced inadequate stimulation due to one of the patient's leads migrated. The patient underwent a revision procedure wherein the lead was adjusted. The patient was doing well postoperatively. No device was explanted.